Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed system error 345 (thermistor disparity). This occurred during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. During functional testing while running a set on the pump, a system error 345 could not be reproduced. A review of the event history log did not confirm the reported system error 345. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The upstream thermistor reading was out of specification. The reported condition was verified. The cause of the condition was determined to be an out of specification upstream thermistor sensor. The ultrasonic sensor requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.